Event description:
It was reported a pocket infection occurred. The pump and catheter were removed. The patient was noted to have had no injury and recovered without sequela. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter ((B)(4)) revealed a non-significant indent in the sc connector seal, which was not thought to have affected infusion. Analysis of the catheter ((B)(4)) revealed the catheter was returned in segments. The catheter passed all acceptable testing. Previously reported results code 1023 no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.